Event description:
The hcp reported that the patient experienced somnolence for two hours post pump refill along with urinary diuresis and diarrhea. It was also indicated that the patient experienced symptoms of sedation, nausea, vomiting, and somnolence for approximately 8 hours. The symptoms were gone in approximately 24 hours. The caller did not believe it was a pocket fill. Caller believed it could be a virus patient contracted and not withdrawal symptoms. It was reported that the actual residual volume (arv) was less than the expected residual volume (erv). Erv: 2.3cc, arv 1cc; erv: 3.3cc, arv: 0.5cc; erv: 3-4cc, arv: 0.5cc for the past 3 refills. The pump was replaced. The patient recovered without sequela. Per hcp, the event was unlikely related to the drug infusion pump. It was noted that the patient had serious cardiac problems; had ied/pacemaker implanted. It was indicated that the cause of event was most likely related to a cardiac problem. The patient was referred to a cardiologist. The pump was delivering morphine and bupivacaine.

Event description:
Additional information noted that the patient developed 3 bedsores in (B)(6) 2012 due to a "malfunction of the pump." The bedsores were noted as "big red spots." In (B)(6) after a refill the patient was "out of his head" as he was asking for his mother and children whom had passed on. He didn't know who he was or where he was going. It was thought that the pump was overdosing the patient even though the previously reported refill volumes were within normal limits. It was noted that "every time they went to do a morphine refill [the pump] was empty" and "the alarm never went off." This is contradictory to the previously reported actual residual volumes provided by the health care professional. The patient had a low heart rate at the time, which was why the patient was sent to get his heart checked.

Event description:
Additional information noted that the patient's bed sore "the size of a baseball" now runs down to the hip bone on the patient's right side causing right leg pain. It was also noted that the patient had a wound as big as a baseball on his buttocks. The patient was bed-ridden and has to use a wheelchair. The current pump seemed to be working fine and the patient was doing fine except for the current pain caused by the bedsores.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported several months and several refills before the pump replacement occurred on (B)(6) 2012, the patient would lay passed out for hours and there was not residual medication left in the pump at refills. Per the reporter there were no alarms, no one listened when they complained. Per the patient's spouse ever since the "pump went crazy" the patient had been in and out of the hospital, has not been able to walk without assistance, has had many falls and many bedsores. The patient has the pump to treat chronic pain from spine disease, degenerative disc disease, now it's in his spine completely and does help with pain. The patient had numerous bedsores that started when patient's pump "ran away". Two years ago, the patient had a muscle flap procedure done to try and reduce the bedsores and it helped temporarily.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient would pass out several times while on a recliner. The patient developed pressure sores and an infection that spread to the bones and blood. The patient was on antibiotics with no positive outcome. The pump was replaced on (B)(6) 2012.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk. (B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes and patient and device codes. The following codes are all the codes that currently apply to the event. (B)(4).

Manufacturer narrative:
(B)(4).